Manufacturer narrative:
The customer did not return the device for evaluation. Since no product details were provided, in-house testing could not be performed and the device manufacturing record could not be reviewed.

Manufacturer narrative:
As per contour test strips user guide, the contraindication section states "capillary blood glucose testing may not be clinically appropriate for persons with reduced peripheral blood flow. Shock, severe hypotension, hyperosmolar hyperglycemia and severe dehydration are examples of clinical conditions that may adversely affect the measurement of glucose in peripheral blood." Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. Since the product details were not provided, no information was captured as the model #, lot # and expiration date as well as the device manufacture date could not be determined.

Event description:
An advocate reported that the customer obtained a low blood glucose reading on the contour meter, while experiencing symptoms of hyperglycemia such as weakness and confusion. No specific reading was provided. The customer was taken to the hospital where she obtained a reading of 700 mg/dl. The customer was advised to stop using oral medication for the diabetes management and start using insulin. The customer was under observation in the hospital. No further event details were provided. The advocate did not have product details to verify the information, therefore, she could not be advised to return the device for evaluation.